Event description:
It was reported the patient¿s right ventricular lead was exhibiting a loss of sensing and so was explanted and replaced. During the explant procedure, the atrial lead became dislodged and so was also explanted and replaced. The patient was stable during and after the procedure.

Manufacturer narrative:
The reported event loss of sensing was confirmed. As received, a complete lead was returned in one piece. Visual inspection found full breached insulation degradation adjacent to the connector boot. The cause of the reported event was isolated to the full breached insulation degradation. Other damages on the lead were consistent with procedural damages. Actions have been taken to prevent reoccurrence.